Event description:
A patient was admitted for a course of IV antibiotics, and the rn was unable to access the mediport. A radiology IV dye study was performed indicating mediport tubing had disconnected from the hub and was in the pulmonary artery. The md arranged for emergent cardiac catheterization at another facility. The patient did well and subsequently returned for removal of the remaining mediport and insertion of a new mediport. The mediport was last used for chemotherapy about ten days prior to the inability to access and at that time access was accomplished-without difficulty.

Event description:
A patient was admitted for a course of IV antibiotics, and the rn was unable to access the mediport. A radiology IV dye study was performed indicating mediport tubing had disconnected from the hub and was in the pulmonary artery. The md arranged for emergent cardiac catheterization at another facility. The patient did well and subsequently returned for removal of the remaining mediport and insertion of a new mediport. The mediport was last used for chemotherapy about ten days prior to the inability to access and at that time access was accomplished-without difficulty.